Event description:
The hcp reported that, the pt presented to the emergency room with pain and "acute respiratory distress". The pt was subsequently admitted to hospice. The drug concentration and daily dose was unk to the reporter. A follow-up report will be sent if add'l info becomes available to us.